Manufacturer narrative:
(B)(4). Related to MFR numbers for same patient: 3012307300-2019-01228, 3012307300-2019-01230. Device evaluation summary: three bivona adult tts tracheostomy tubes (two from lot 3687629 and one from lot 3677676) were received in used condition without the original packaging. Immediate visual inspection detected no damage. However, a functional inspection (leak test) found all three cuffs leaked. Under magnification, a pin hole with scrap marks surrounding the area of the leak was found on each cuff approximately in the same location. This indicates that the damage likely occurred while in use. The defect was confirmed, but it was determined not to be the result of a manufacturing issue. Since it was indicated that all three tubes were used on the same patient, and the defects were located approximately in the same area, it is likely that the tube is contacting a rough spot (e.g., splinters, cartilage, or calcification) on the end user's trachea causing the abraded marks. DHR reviews of both reported lots were completed and no issues were found. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was stated as unknown.

Event description:
Information was received that three smiths medical bivona adult tts tracheostomy tubes "failed in the same spot". The first tube "failed" approximately two weeks in use with a patient, while the other two failed while in use "right away". No adverse patient effects were reported.